Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 399525) for female sterilisation. The patient had a medical history of adenomyosis, cervicitis, dysmenorrhea, chronic anemia, excessive menstruation and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2882 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus and cervix, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: the uterine cavity demonstrated a persistent small filling defect approximately 0.5 x 0.2 cm in dimension at the uterine junction of the left fallopian tube, upon maximal filling of the uterine cavity a small but steady stream of contrast was identified spilling into the abdominal cavity from the right fallopian tube. Impression; essure coils in bilateral) fallopian tubes. Persistent filling detect at the left fallopian tube/uterine junction. This may be professional, but follow up ultrasound may be beneficial for further evaluation. Patent right fallopian tube. [Microscopy] on (B)(6) 2020: gross appearance: the attached proximal right tube and right cornual portion of the uterus contain a coiled metal wire. A similar metal wire is identified in the left cornual region of the uterus on sectioning. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received: lot number added, reporters information patient medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 399525-invalid) for female sterilisation. The patient had a medical history of adenomyosis, cervicitis, dysmenorrhea, chronic anemia, excessive menstruation and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2882 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus and cervix, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: the uterine cavity demonstrated a persistent small filling defect approximately 0.5 x 0.2 cm in dimension at the uterine junction of the left fallopian tube, upon maximal filling of the uterine cavity a small but steady stream of contrast was identified spilling into the abdominal cavity from the right fallopian tube. Impression; 1. Essure coils in bilateral) fallopian tubes. 2, persistent filling detect at the left fallopian tube/uterine junction. This may be professional, but follow up ultrasound may be beneficial for further evaluation. 3. Patent right fallopian tube [microscopy] on (B)(6) 2020: gross appearance: the attached proximal right tube and right cornual portion of the uterus contain a coiled metal wire. A similar metal wire is identified in the left cornual region of the uterus on sectioning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2882 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2882 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (essure removal via hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.